Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The linkage assembly was observed to be in the deployed position though the slide insert was not in the window, indicating that the needle mechanism deployed, but the slide insert was not caught by the catch beam. Upon opening the pod, it was confirmed that the needle mechanism was deployed with the slide insert not caught by the catch beam. Inspection of the slide insert found extra material in the spot where the catch beam would sit after deployment. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism failure replicated with the catch beam failing to catch the slide insert during deployment. The extra material in the slide insert resulted in the reported needle mechanism failure.